Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noticed their wire was looping and pressing against their skin. The patient could feel and hold it. The patient took a picture and could see where it was coming against their skin. They did not want to say the lead came loose but it was now protruding right where the incision was and pressing against the skin. The patient had no falls or trauma. The patient's ins was implanted in their chest. It was noted the ins seemed to be working fine except that at times the back of the head was bothered.